Event description:
Boston scientific received information that the remote home monitoring system issued an alert for a high out of range shock impedance measurement. An email was sent to the field representative in an attempt to obtain additional information relating to this issue. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Additional information was received that the rv lead continued to exhibit high out of range shock impedance measurements, thus a revision procedure was scheduled. Prior to the revision an electrophysiology study was performed through the device which showed a much improved and normal ejection fraction it was determined the patient was no longer in need of an implantable cardioverter defibrillator (ICD). During the revision procedure the rv lead was surgically abandoned and the device was explanted. No new ICD system was implanted due to the patient's improved heart condition. No additional adverse patient effects were reported.

Event description:
Additional information was received that the clinic has opted to monitor the patient. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.